Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implant the posterior capsule was compromised and lens did not sit properly. Surgeon decided to use a different lens and had to enlarge the incision to remove the lens. There was no loss of vitreous and no sutures needed. The patient outcome was good.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.